Event description:
It was reported the patient experienced a loss of therapeutic effect. The stimulation felt like it was getting weaker and weaker over a couple of days and then all of a sudden stopped. There was no known accident or incident related to this complaint. Basic troubleshooting with the patient programmer revealed the programmer was working as intended. The patient was directed to contact the physician. At the time of this report, the patient was at home in fair condition. Additional information has been requested from the hcp, but was not available as of the date of this report.